Event description:
Had ideal implant surgery on (B)(6) 2019. Around (B)(6) 2021 my right breast implant partially collapsed. I experienced tenderness, pain in the area. I had the right implant explanted and replaced it with a new implant. Around (B)(6) 2022 I noticed decrease in size and tenderness/aching pain in my left breast. My left breast implant is now partially collapsed. Failure of both initial implants from the manufacturer. FDA safety report ID# (B)(4).